Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of error e216 (scope communication error) was the charge-coupled device unit was broken during the user handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a defective charged coupled device (ccd) unit and damage to the plug unit. Also, evaluation found the bending angle in the up direction did not meet the standard value. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope had no image due to a e216 scope communication error message. The error message was displayed during maintenance. There was no reported patient harm or impact due to this event.